Event description:
The pt's treating neurologist indicated that he thought the generator battery was almost depleted, even though the device registered that it was not at eos. The battery depletion was suspected because the pt had been experiencing an gradual increase in seizure activity lately, and was now experiencing daily seizures. Attempts for further info regarding the increased seizures have been unsuccessful to date. The pt was referred for generator replacement, which took place. The explanted generator has been returned to the manufacturer for analysis, but analysis is not yet complete.